Manufacturer narrative:
(B)(4).

Event description:
During a total knee arthroplasty the articular surface was inserted but would not lock down into the tibial tray. Another articular surface was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical product ¿ zimmer persona stemmed 5 degree cemented tibia size f, left catalog #: 42532007501 lot #: 63430947. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface identified that the dovetail was flared and the interlocking rails were damaged. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Reported information states that the surgical technique was followed. Per the persona system surgical technique, the articular surface should be placed onto the tibial base plate and pressure should be applied anterior to posterior to properly engage the tibial component and tibial articular surface for final seating. The persona knee system package insert also instructs ¿do not reinsert an articular surface implant or a porous component implant that has been inserted previously. There may be visually non-detectable flaws that could reduce the service life of the implant.¿ it is likely that the damage noted on the returned articular surface was due to the multiple insertion attempts. A definitive root cause cannot be determined; however, no product issue was identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.